Manufacturer narrative:
(B)(4). Pump was received with a blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify motor error alarm and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was 300 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that insulin pump was not exposed to high magnetic field and the drive support cap was normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.